Event description:
A malfunction alarm was reported with malfunction code 1. There was no reported adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer to use multiple daily injections as backup therapy. The customer was guided on how to put the pump into storage mode and was asked to return the faulty pump using a prepaid label within ten days, which the customer acknowledged.